Event description:
A sailor plus pta balloon was used to post-dilate a proximally placed se nitinol stent ( or of 2 implanted) in the distal left sfa. The physician lined up the proximal marker of the balloon with the proximal markers on the stent and inflated the balloon to nominal pressure. The physician noted that the proximal end of the balloon's shoulders appeared to extend significantly beyond the marker on the balloon, to dilate unprotected artery. Upon follow up angiogram, there appeared to be a dissection/perforation of the artery. An additional stent was deployed proximal to the original stents, over lapping by 10mm. An additional pta balloon was used to post-dilate the last stent. Patient left with no apparent complication.